Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ram chip memory error found in the form of critical ram parity error.

Event description:
It was reported that the device had experienced two electrical resets. The device remained in use for nearly two more years, when it was replaced due to medical judgement. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.